Event description:
The customer reported that the freedom driver exhibited an "irreversible fault alarm" while supporting a pt. The pt was subsequently switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the pt because it did not prevent the freedom driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.